Event description:
The ICD reached the elective replacement indicator (eri) sooner than expected: upon interrogation on (B)(6) 2013, the device was found to be at eri, whereas longevity estimations predicted that the eri would be reached around (B)(6) 2014. The ICD was replaced on (B)(6) 2013 and will be returned for analysis.

Manufacturer narrative:
Date 08/23/2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.